Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation, the most probable causes of the alleged failure " a black image when it is flexed" could be due damage or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope exhibited a black image when it is flexed. The issue occurred during preparation for use before the patient was in the room. There was no report of patient harm.